Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex esophageal partially covered stent was used in the esophagus during a stent placement procedure performed on (B)(6) 2014. According to the complainant, the stent was being placed to treat a malignant esophageal stricture. The lesion was not dilated prior to stent placement. According to the complainant, during the procedure, the physician advanced the delivery system to the desired location and the white tip of the delivery system detached and fell inside the patient. An attempt was made to deploy the stent but the stent was unable to be deployed. The stent was removed from the patient fully constrained on the delivery system. The white tip was removed using a forceps. The procedure was completed using another wallflex esophageal stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay.